Manufacturer narrative:
(B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing snapped above the filter could not be verified due to the product not being returned for failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the als set dc 20dp 3ss ckvlv low srb dehp f experienced leakage, component separation, and a loose/separated/detached is set connection. The following information was provided by the initial reporter: material no: 10013902, batch no: 20055645. Taxol low absorption tubing with filter snapped above filter from main IV absorption line and spilled on patients left arm, back and bed (torso level only). Patient had gone to bathroom once in morning and sat up few times to eat. Approximately 80 ml taxol spilled (total volume 573 ml). Patients sister noticed bed wet and called for help.